Manufacturer narrative:
There was evidence of voltage drops resulting in battery alarms observed in the black box. The alarm history showed one replace battery alarm. The battery cap was not returned, so all testing was completed with a test cap. The cap was able to fully tighten with no battery life issues duplicated during investigation. Current draws were within specifications and no evidence of moisture or loose components were observed inside the pump. Unrelated to the original complaint, the battery compartment was cracked and the display was dim and discolored. The keypad was peeling, but all buttons were responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.(B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.